Event description:
On (B)(6) 2015 I had an ercp at (B)(6) hospital center with an olympus duodenoscope tjf-q180v to remove a bile stone. On (B)(6) 2015 I visited the (B)(6) urgent care center in (B)(6) for severe abdominal pain, gaseous, bloated stomach, chills and fever. I was teated with pain killers (morphine) and sent home. I continue to have these symptoms on a recurring basis for the next seven weeks. (B)(6) doctors requested several blood tests over this period but did not recommend any further treatment. On (B)(6) evening in (B)(6) I had the severe stomach pain again. I declined to go to the ER since we were returning to (B)(6) the next day. After vomiting twice I was able to sleep and return to (B)(6) the next day. The symptoms occurred often but I was able to deal with it by consuming pain killers and antacids. Finally in (B)(6) the symptoms returned so badly that I was unable to function. I returned to the (B)(6) urgent care center, was treated with pain killers, had an MRI and was kept overnight. Luckily a blood culture test was taken. On (B)(6) my primary care physician called and said the blood culture indicated a klebsiella bacterial infection and sent me to the (B)(6) hospital center. I was treated with antibiotics, had another ercp on (B)(6), and was discharged on (B)(6). I was given further oral antibiotics for the next two weeks. I have had no further incidents since then. I am convinced my infection was caused by a contaminated olympus scope which has been recalled by your organization. Both (B)(6) and (B)(6) personnel deny this without any proof. I am perplexed that they are so sure my illness was not caused by this scope despite the fact I had all the symptoms of a bacterial infection from (B)(6) until my december hospitalization. I hope that you can provide some clarity to this situation.